Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, there was poor staple formation and the staple line was incomplete at the distal part. Another reload was used to fix the staple line. There was no patient injury.